Event description:
During preparation for planned intubation of pt, the lifepak 15 monitor / defibrillator was hooked up to pt and turned on. The machine would power on and then the display screen for the heart rhythm comes on with lines on it then it fades to black and has no display. Had the same error on reattempts to see screen display. No pt harm or impact occurred as another machine was obtained, and this one was removed from service. However, the potential for harm is great if this had happened during an actual code / cardiac arrest response. Self test on machine has passed every day at 0300 am.